Event description:
It was reported that the pump failed calibration. No patient injury was reported.

Manufacturer narrative:
A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Operator of device unknown.

Manufacturer narrative:
Other text: b5: additional information received on 20july2022 via email and attached to complaint object: all issues found during testing. No patient involvement.

Manufacturer narrative:
H6: event problem and evaluation codes: updated h3: device evaluated by manufacturer: updated. D10: device available for evaluation: updated. H4: device manufacture date: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem is not related to any previous repair. Visual inspection found that the tamper seal was missing. There was no evidence of error recorded in event history log. The customers reported problem was not duplicated as the pump calibration passed. Upstream and downstream test also passed. The reported problem was failed calibration; however, the root cause of the reported problem remains unknown. Preventive maintenance was performed as corrective action. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customers reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: corrections: d4: model number 2120; h4: mfg. Date. 25-feb-2021.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h3: device evaluated by manufacturer: updated. D10: device available for evaluation: updated. H4: device manufacture date: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem is not related to any previous repair. Visual inspection found that the tamper seal was missing. There was no evidence of error recorded in event history log. The customers reported problem was not duplicated as the pump calibration passed. Upstream and downstream test also passed. The reported problem was failed calibration; however, the root cause of the reported problem remains unknown. Preventive maintenance was performed as corrective action. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customers reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: corrections: d4: model number 2120; h4: mfg. Date. 25-feb-2021.